Manufacturer narrative:
(B)(4). Inherent risk of procedure (restenosis) inherent risk of procedure (restenosis)

Event description:
Investigator has indicated that the previously reported high grade restenosis apop left mid and related revascularization was not related to the target lesion.

Event description:
Investigator indicated that the previously reported restenosis event was possibly related to the study device and not related to the procedure or drug.

Event description:
The patient is a non-smoker with a history of hypertension, hyperlipidemia and diabetes. Rutherford assessment at time of index pro cedure was ¿severe claudication.¿ during index procedure an in.pact admiral paclitaxel eluting pta balloon catheter was used to treat the left popliteal. It is reported that the patient experienced high grade restenosis apop left mid. The event was related to the target lesion. The patient underwent revascularization of the target lesion approximately 24 months post index procedure and was treated with an in.pact pacific deb. It is reported that the event is resolved.

Manufacturer narrative:
The cec has adjudicated this event to be related to device, not related to procedure and drug.

Manufacturer narrative:
The date of onset of the previously reported high grade restenosis apop left mid was approximately 22.5 months ((B)(6) 2015) post index procedure.